Manufacturer narrative:
(B)(4). Device not returned. The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total extirpation of large intestine procedure, a staple fell out at the first firing. Besides, the deployed staples of the acral part were malformed. Additional suture was performed. There were no adverse consequences to the patient. Reinforcement product was not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: as a staple fell out outside the patient, no pieces were left inside the patient.